Event description:
Customer reporting 4 potential false negative patient results (2 separate patients run twice) for sars, flu a & flu b (12 results total). Customer claims both patients were pcr triple positive (both patient's pcr results came back positive for sars, flu a & flu b). Report 11 of 12 - patient 2 flu b 1.

Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.